Event description:
It was reported that following predilatation a dissection occurred, in addition to moderate residual stenosis, in a diffused diseased lad. The multi-link duet was implanted and the result was acceptable. 1 1/2 hours post-op, the pt experienced electrocardiogram changes and chest pain. Angiography revealed that the stent was occluded. Aggrastat was administered. The stent was reopened and a small dissection was visualized at the proximal end of the stent. Another multi-link duet was implanted proximal to the initial stent. The results were considered good and both stents remained open the following day. Reportedly the pt was in stable condition. It was felt that this subacute stent thrombosis was not likely related to the device, but to the pt's condition. The device was discarded.